Event description:
Customer reports redness, bumps, skin breakdown and skin staph infection following use of two 1626w tegaderm dressings used to cover central line port surgical site. Customer reports area involved extended from neck to breast. Customer states she was treated with high dose steroids - prednisone and topical steroids. Customer states she was also given tylox for pain. Customer reports skin is healing and reports the area is now light pink in color.

Manufacturer narrative:
Device not returned no evaluation can be performed. Device not provided to manufacturer for evaluation. Complaint type is being monitored and analyzed.